Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information received on the remote transmission was reviewed by qualified personnel. It was noted that the right ventricular (rv) lead exhibited ventricular undersensing on three episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.